Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). The result from the meter was 4.2 inr. Within an hour, the result from the laboratory using siemens dade innovin reagent was 3.2 inr. The therapeutic range was 3-4.5 inr.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation was patient/consumer.

Manufacturer narrative:
The returned test strips were measured on reference meters with a high-level control sample. Target range 2.4-3.0 inr. Test 1: 2.7 inr test 2: 2.7 inr test 3: 2.7 inr all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specification. Medwatch fields d9 and h3 were updated.